Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use, first on (B)(6) 2024. The first infusion set fell off within 24 hours and the second was used for 1 day. The blood glucose level at the time of events was 120 to155 mg/dl and the patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.